Event description:
Customer alleges discrepant results with meter compared to lab. Pt skipped coumadin dose after 4.5 result on (B)(6) 2010, and used a lower dose there after. On (B)(6) 2010, result on meter at 10:40 am pt went to ER and blood work was done in lab. Lab draw at 2:20 pm gave inr of 7.2, and lab at 5:10 pm was 6.6 inr. Pt was given vitamin k in the hospital.

Manufacturer narrative:
Investigation pending.